Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged and leaked the following information was received by the initial reporter with the following verbatim: describe the event or problem: from staff: the patients' blood pressure noted to be dropping at the start of my shift, levophed drip titrated up a few times before I noticed that there was a big wet spot on the floor below the IV tubing. I found a crack in the levophed IV tubing that was leaking all over the floor. I changed the tubing and then I was able to titrate the levophed back down.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility name- northern light eastern maine medical center h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported that there was a leak. One sample model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak in the tubing was observed between the tubing adapter and the distal smart site. Visual inspection under a microscope showed tubing damage at the site of the leak. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the root cause is unknown. The tubing cutting process was reviewed and found no discrepancies. A DHR was reviewed for the possible lots 23113118, 23113119, 23113256, 23113260, 23113257, 23123278, 23103308. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.